Manufacturer narrative:
Results - contaminated sample received with severed tubing. Conclusion - just before sealing process if the tubing is hanging outside the bottom blister cavity, the tubing can be severed. Refer to CAPA (B)(4) for complete documentation and action plans.

Event description:
It was reported that the tubing of a bd vacutainer® push button blood collection set was partially cut which resulted in blood leaking during the collection process. No injury or medical intervention was reported.